Event description:
Patient was implanted with a prodisc c device at level c4-5 on (B)(6) 2023. Patient had lingering radicular symptoms but developed an urgent swallowing issue at 7 months post op. It was determined that the implant migrated to a 90% egress of the adr. Patient was revised to an acdf on 02nov2023.

Manufacturer narrative:
An MDR report is indicated for this complaint. It was reported that a patient was implanted with a prodisc c device at level c4-5 on (B)(6) 2023. Patient had lingering radicular symptoms but developed an urgent swallowing issue at 7 months post op. It was determined that the implant migrated to a 90% egress of the adr. Patient was revised to an acdf on 02nov2023. Patient is doing well following the revision. A review of the DHR was completed and no anomalies associated with the complaint were identified. Complaint trending found that the rate of complaints is within the poc level defined within the risk documentation. A review of the risk documentation found that the hazards associated with this complaint are identified and mitigated to a level where the benefits outweigh the risks. The implant was not returned following removal due to hospital pathology procedures. It was confirmed that a removal took place due to implant migration. No other anomalies associated with the complaint were found during the investigation. The cause for the migration is unknown. This report is for 1 of 1 devices involved in this event.

Event description:
Patient was implanted with a prodisc c device at level c4-5 on (B)(6) 2023. Patient had lingering radicular symptoms but developed an urgent swallowing issue at 7 months post op. It was determined that the implant migrated to a 90% egress of the adr. Patient was revised to an acdf on (B)(6) 2023.

Manufacturer narrative:
An MDR report is indicated for this complaint. It was reported that a patient was implanted with a prodisc c device at level c4-5 on (B)(6) 2023. Patient had lingering radicular symptoms but developed an urgent swallowing issue at 7 months post op. It was determined that the implant migrated to a 90% egress of the adr. Patient was revised to an acdf on (B)(6) 2023. A medwatch report was received on 09aug2024 which indicated that the fusion was not successful. The failed fusion complaint will be provided to the fusion device legal manufacturer. A review of the DHR was completed and no anomalies associated with the complaint were identified. Complaint trending found that the rate of complaints is within the poc level defined within the risk documentation. A review of the risk documentation found that the hazards associated with this complaint are identified and mitigated to a level where the benefits outweigh the risks. The implant was requested to be returned after removal for device evaluaton, but the removal surgeon stated that is was unavailable for return due to hospital pathology procedures. The removal surgeon did state that the device "came out as two separate peices but nothing was obviously broken or defective". A two piece removal for this device is standard as the implant is made up of the inferior endplate with the poly inlay and the superior endplate. It was confirmed that a removal took place due to implant migration. No other anomalies associated with the complaint were found during the investigation. The cause for the migration is unknown. This report is for 1 of 1 devices involved in this event.